Event description:
It was initially reported that the patient had been charging their implantable neurostimulator (ins) for 6 hours total while maintaining a coupling level of 4 boxes. It was noted that the ins level was at ¾ full at the start of the recharging session and still was at ¾ full after the 6 hour time period. When the patient checked the ins battery level with the patient programmer unit it indicated the device was ½ full. In addition, the patient reported that they recharged for 3 hours the prior day (with 4 coupling boxes) and the battery level did not increase. On (B)(6) 2013, it was reported that the patient kept getting the reposition antenna icon on the recharger unit. The patient last attempted to recharge on (B)(6) 2013 but was still able to feel the stimulation. It was noted that the patient had difficulty recharging the ins the ¿last couple of times¿. It was recommended that the patient use the antenna locator feature on the recharger unit, which was attempted twice, and was unable to get higher than the level of 46 (unsuccessful in establishing communication with the ins). The patient also still observed the reposition message. On (B)(6) 2013, information was received which reported that the patient had coupling issues with their ins and that their recharger would not charge. It was noted that since the implant surgery, the patient had only been able to obtain 4 coupling bars of signal strength and now was unable to get any coupling bars. The stimulation was also reported as intermittent as well as a loss of stimulation/therapeutic effect. Troubleshooting over the phone conducted with the manufacturer¿s representative was unsuccessful. An appointment was schedule for (B)(6) 2013. Follow up information reported that the patient was seen on (B)(6) 2013 and was able to get 8 coupling bars. It was noted that the patient just didn¿t have the recharger positioned correctly. On (B)(6) 2013, it was reported that the patient has had recharging problems for the past month. The patient was unable to get anything but the ¿reposition screen¿ message on the recharger. It was noted that the after the patient had seen the manufacturer¿s representative at the (B)(6) 2013 appointment they were able to ¿get it to work¿ however once the patient got home it ¿was not working¿. Follow up information received from the patient on (B)(6) 2013 reported that they had surgery on (B)(6) 2013 to relocate the ins device. The patient noted that they still had concerns with the device therapy but was working with their doctor and manufacturer¿s representative to resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead (lead scs 5-6-5, serial #(B)(4) found its body cut through, product segmented. Two proximal and one distal segments were returned. Setscrew mark was too proximal on the #0 and 8 connector sleeves (not centered) but still making contact with the sleeves. Lead's outer insulation was melted, cautery suspected.

Event description:
Additional information he patient¿s device and/or therapy was not working following the ins relocation so she was having another surgery on (B)(6) to replace a lead. Additional review determined the patient¿s implantable neurostimulator (ins) relocation was also reported in MFR report # 3004209178 -2013-12136, any additional information received will be reported in MFR report # 3004209178-2013-14866.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4) implanted: 2012 (B)(6), product type programmer, patient product ID 37754 lot# serial# (B)(4) implanted: 2012 (B)(6), product type recharger product ID 39565-65 lot# serial# (B)(4) implanted: 2012 (B)(6) explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Codes previously reported no longer apply.

Event description:
Additional information reported the patient's lead broke. It was reported the impedances were ">10,000" and the lead was replaced on (B)(6). It was reported the patient recovered without sequela. Information previously reported regarding recharging issues and the implantable neurostimulator (ins) revision was also reported under manufacturer report # 3004209178-2013-10479. All previous and additional information regarding the ins revision and recharging issues will be reported under that report number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.